Event description:
Revision of right total hip arthroplasty 4 months post operatively due to fractured ceramic liner.

Manufacturer narrative:
Devices were not returned to manufacturer for eval. The device history record review provides assurance, the part was accepted with conformance to the product requirements.